Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively confirmed through this investigation as no images were provided by the account and no product was returned for evaluation. The submitted controller event log files contained identical events on 23mar2023. No notable events or alarms were captured and flow trended flat over time. The pump appeared to have been operating as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number: (B)(6), in stable condition. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted due to concern for possible outflow graft obstruction or stenosis. Log file review did not find any unusual events. It was later reported that computed tomography (CT) scan showed thickening material on the outflow graft. The patient's symptoms included fatigue and dyspnea on exertion. Outflow graft obstruction had not been confirmed as of 24mar2024. The patient was stable and remained inpatient for monitoring.